Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. A functional check was performed in order verify the reported issue of the cassette not attaching properly. The reported problem was verified. The pump was found to be displaying "cassette not attached properly" alarm message during the investigation. The cassette not attached alarm issue was caused by faulty downstream occlusion sensor. The downstream sensor will be replaced in order to resolve the issue.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette not attached properly" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.